Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators touchscreen does not work. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen and the button membrane to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Although requested to be returned, the root cause at the component level cannot be determined and is pending receipt by philips failure investigations. An update report will be submitted if the part is received and evaluated.

Manufacturer narrative:
A touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.